Event description:
Report received of an overdelivery. The pump was programmed to deliver 70ml of leucovorin in 500ml of normal saline at a rate of 23ml/hr for a duration of 24 hours. No further programming parameters were provided. After 22 hours, the pump alarmed "empty" there were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.